Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® dryseal sheath instructions for use, adverse events with may occur and/or require intervention including, but not limited to, vascular trauma, )i.e., dissection).

Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent endovascular treatment of the right common iliac artery aneurysm and the right internal iliac artery using a gore® excluder® aaa endoprostheses with a gore® dryseal flex introducer sheath. A 18fr gore® dryseal flex introducer sheath was inserted from the right side and a 14fr gore® dryseal flex introducer sheath was inserted from the left side. After all devices were deployed, final angiography suspected a proximal type I endoleak or type ii endoleak. The touch-up ballooning was performed to the proximal of trunk ipsilateral leg endoprosthesis again. However the endoleak remained. No further treatment was performed to resolve the endoleak. The physician decided to monitor the endoleak. The 14 fr sheath was removed from the left side. After that, it was confirmed the blood flow of the distal of left limb decreased. The angiography imaging identified a dissection of the left external iliac artery. Two stents (smart) were implanted to resolve the dissection of the left external iliac artery. It was confirmed the blood flow of the left limb was improved and the procedure was completed. The physician stated that it was unknown when the dissection occurred, but there was no resistance when the 14fr sheath was inserted, so it was suspected the dissection occurred when the 14fr sheath was removed. (It is not sure whether there was resistance or not when the sheath was removed.) The physician stated the bilateral external iliac artery was atheromatous, it is possible it become one of cause of the dissection. The diameter of the left external iliac artery was approximately 9 - 11 mm. It was reported that the angiography exam was not performed to specify the type of endoleak. Because the patient has a problem with the kidney function.